Event description:
Follow up information identified the patient¿s infection has resolved and the patient is no longer taking any antibiotics.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a fever on the night of (B)(6) 2018 and went to the emergency room. The scs system was explanted due to an infection at the ipg site, and the physician prescribed an IV antibiotics via a peripherally inserted central catheter (PICC) line to the patient for a total of three weeks. It is unknown if cultures were taken. The patient is currently recovering at home.